Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the physician inserted the device into the trocar and tried to advance his first clip into the jaws of the applier. Instead of the clip loading into jaws, it poked out the side of the applier shaft at the distal end near the vertex of the jaws. This prevented the surgeon from being able to pull the device out of the patient through the trocar. He used a grasper to free the part of the clip that was sticking out of the shaft of the applier; this broke the jaws of the applier and he had to fish out a few pieces from the patient. Then he removed the failed applier, grabbed a new one and finished the case without issue. The patient is fine.